Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under the garment that is red, itchy and burning. The patient's was recommended to use triamcinolone cream by a physician. The patient reported that the rash is better.